Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus. Blood glucose value was 400 mg/dl. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to rewind and prime. Customer was advised to monitor the insulin pump and call back if alarm recurs.